Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope loss the image when angulated, the image goes black. The issue occurred during preparation for use for an unknown procedure. There were no reports of patient harm. No more information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the event was confirmed, and the device did not meet the standard specifications and function. It was found that the charge-coupled device (ccd)-cable was damaged because insertion section was squeezed in the bending tube, which led to the suggested event. Olympus will continue to monitor field performance for this device.